Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had low blood glucose but not hospitalized. The customer's blood glucose level was 55 mg/dl. The customer was treated with a tablespoon of honey. The troubleshooting were performed. The customer was advised to speak with their healthcare provider regarding low blood glucose. The customer was advised to monitor the insulin pump and back if issues persist. The customer stated that she miss calculated for bolus and she thinks it not the insulin pump.